Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump prompted customer to fill tubing twice. Reportedly, customer did not go through load process accurately. Reportedly, customer was able to load cartridge and resume insulin delivery. Customer's blood glucose was 100-150 mg/dl.